Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support for assistance and during the call the patient reported they were having draining issues and was diagnosed with peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the (B)(4) clinic on (B)(6) 2022 due to drain complications, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = >6000 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin (dose not provided) every other day, and ip ceftazidime (dose not provided) daily x 21 days. As of on (B)(6) 2022, the patient¿s peritoneal effluent fluid cultures were negative for growth, however the patient will continue the antibiotic course until completed. The patient is recovering from the events, and a second peritoneal effluent cell count was obtained (wbc = <100 u/l) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the peritonitis was attributed to an unspecified touch contamination event, as the patient readily admits they were not using gloves or washing their hands prior to initiation or discontinuation. The pdrn stated training was administered and the patient continues to utilize the same liberty select cycler as before the events. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to the patient not donning gloves or washing their hands prior to initiation or discontinuation of therapy. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the patient¿s liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect, or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support for assistance and during the call the patient reported they were having draining issues and was diagnosed with peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on 6/dec/2022 due to drain complications, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = >6000 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin (dose not provided) every other day, and ip ceftazidime (dose not provided) daily x 21 days. As of 11/dec/2022, the patient¿s peritoneal effluent fluid cultures were negative for growth, however the patient will continue the antibiotic course until completed. The patient is recovering from the events, and a second peritoneal effluent cell count was obtained (wbc = <100 u/l) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the peritonitis was attributed to an unspecified touch contamination event, as the patient readily admits they were not using gloves or washing their hands prior to initiation or discontinuation. The pdrn stated training was administered and the patient continues to utilize the same liberty select cycler as before the events. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.